Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: d8. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a probable cause was not determined as the failure was not confirmed. Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported by customer.

Manufacturer narrative:
E1/facility name: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during setup, prior to the patient entering the room for an unspecified procedure, an unknown error code occurred on the flex deflectable videoscope and no image was displayed. There were no reports of patient harm.